Event description:
It was reported that during an angioplasty procedure, a guide wire fracture occurred. The lesion was located in the moderately tortuous and non-calcified left circumflex (lcx). The lesion was progressive, concentric in shape and its length was 14 mm. The diameter of the lcx was 2.5 mm. Vascular access was obtained via a non-specified radial artery. Another manufacturer's guide wire was advanced to the lcx and another manufacturer's 3.5 mm x 23 mm stent was successfully deployed in the lcx. The physician then advanced the pt2 guide wire between the struts of 3.5 mm x 23 mm stent into an unspecified obtuse marginal (om). Another manufacturer's 2.5 mm x 18 mm stent was successfully deployed in the om. As the physician attempted to remove the pt2 wire, it was noted that 15 mm of the pt2 wire detached and remained in the om distally. The physician "could not remove it" and was "convinced" that the detached wire was "permanently fixed" within the om. It was noted that the physician "examined" the case and noticed that the distal portion of the wire became "bent" while deploying the 2.5 mm x 18 mm stent within the moderately tortuous vessel. The physician stated that "metal fatigue had damaged the end of the wire" due to the "bent section kept moving with each heart beat". The physician observed the patient for an unspecified length of time post-procedure. No post-procedure complications were noted and the patient's status was reported as "stable".

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for this batch found that the device met all material, assembly and product specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.